Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and device expulsion ('left essure extending in endometrium') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3, dyspareunia, pelvic pain and uterine prolapse. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms") and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device and hysterectomy). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding and device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion and heavy menstrual bleeding to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received-new reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('severe abdominal pain') and device expulsion ('left essure extending in endometrium'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, parity 3, dyspareunia, pelvic pain and uterine prolapse. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms") and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device and hysterectomy). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding and device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion and heavy menstrual bleeding to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: confirming full occlusion of fallopian tubes. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.